Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient broke her arm and had to have surgery. The rep gave the doctor the wrong plates. He gave him plates for the angle and these went into her arm. Her arm continued to hurt and in february she had x-rays done and it was found that the plates were broken and the plates given to the doctor were for the ankle. Additional information: maude report (mw5075607) was received by stryker t and e and reviewed for the events the patient described. Had repair of broken femur and radius with stryker metal plates on (B)(6) 2017 and on (B)(6) 2018 after having suffered pain and noticed deformity of my arm xrays showed both plates were broken and bones were broken again. Was told by my md that he spoke with stryker rep and he was told that rep had given him the wrong plates and I underwent 2nd surgery on (B)(6). Had broken plates removed and new ones put in place. Have new stainless steel plates.